Manufacturer narrative:
Follow-up information was received on 26-aug-2016 from physician. Essure pregnancy questionnaire was provided. Consumer's date of birth was provided. On (B)(6) 2013, essure was inserted. She was not at post-partum state at time of insertion. On (B)(6) 2013, a tvu was performed and location/test result was satisfactory. It was unknown if patient was advised or not to rely on essure. On (B)(6) 2013, a blood pregnancy test was performed. On (B)(6) 2013, an ultrasound was performed. It was stated that pregnancy was less then 3 months after essure insertion and no back-up contraception was used (ivf was noted). Gestational age reported was 6 weeks and 5 days and the estimated delivery date reported was (B)(6) 2016. Miscarriage fetal demise was reported at 18 weeks (discrepant information). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted to treat her tubes filled with water (hydrosalpinges). She underwent in vitro fertilization (ivf) and became pregnant. She delivered a stillborn. Pregnancy with contraceptive device is listed while the stillborn is unlisted in the reference safety information for essure. Hydrosalpinges may be a tubal factor of infertility. In this particular case, the patient had essure inserted as an off-label treatment for hydrosalpinges and was later submitted to ivf and became pregnant. Patient's pregnancy was considered as related to the insert since the pregnancy occurred due to tubal occlusion obtained due to essure inserts. This pregnancy was regarded as an unexpected therapeutic benefit. In this particular case, the pregnancy was less than 3 months after essure insertion and no back-up contraception was used. Neither the complications experienced by the mother nor fetus status were specified. Nevertheless, considering consumer stated she had a stillbirth (implying an advanced gestational age at the time of the event), a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported event was, thus considered as related to the suspect insert. This case was considered an incident, due to the serious injury reported. No sample available and no valid lot number available for investigation. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 02-aug-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer stated that she had to have the essure procedure for medical reasons in 2013 due to her tubes were filled with water, and they had to be blocked. Consumer had in vitro fertilization (ivf) and delivered a stillborn male in 2014. The consumer had ivf again and was due to deliver any day (second pregnancy case: (B)(4)). Quality safety evaluation of ptc received on 12-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no (B)(4) can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted to treat her tubes filled with water (hydrosalpinges). She underwent in vitro fertilization (ivf) and became pregnant. She delivered a stillborn. Pregnancy with contraceptive device is listed while the stillborn is unlisted in the reference safety information for essure. Hydrosalpinges may be a tubal factor of infertility. In this particular case, the patient had essure inserted as an off-label treatment for hydrosalpinges and was later submitted to ivf and became pregnant. Patient's pregnancy was considered as related to the insert since the pregnancy occurred due to tubal occlusion obtained due to essure inserts. This pregnancy was regarded as an unexpected therapeutic benefit. In this particular case, limited information was provided. Neither the complications experienced by the mother nor fetus status were specified. Nevertheless, considering consumer stated she had a stillbirth (implying an advanced gestational age at the time of the event), a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported event was, thus considered as related to the suspect insert. This case was considered an incident, due to the serious injury reported. No sample available and no valid lot number available for investigation. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
On 27-jan-2017: no additional information is expected for the case. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted to treat her tubes filled with water (hydrosalpinges). She underwent in vitro fertilization (ivf) and became pregnant. She delivered a stillborn. Pregnancy with contraceptive device is anticipated while the stillborn is not anticipated in the reference safety information for essure. Hydrosalpinges may be a tubal factor of infertility. In this particular case, the patient had essure inserted as an off-label treatment for hydrosalpinges and was later submitted to ivf and became pregnant. Patient's pregnancy was considered as related to the insert since the pregnancy occurred due to tubal occlusion obtained due to essure inserts. This pregnancy was regarded as an unexpected therapeutic benefit. In this particular case, the pregnancy was less than 3 months after essure insertion and no back-up contraception was used. Neither the complications experienced by the mother nor fetus status were specified. Nevertheless, considering consumer stated she had a stillbirth (implying an advanced gestational age at the time of the event), a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported event was, thus considered as related to the suspect insert. This case was considered an incident, due to the serious injury reported. No sample available and no valid lot number available for investigation. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs